Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses due to flattened dome switch (crease). Unable to perform displacement and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. The customer stated that the middle button not working and there was no response from any button. Customer stated that numbers were not ramping on their own and scroll bar is not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.